Manufacturer narrative:
Product analysis: analysis of the programmer confirmed the customer comment of a display misalignment issue, the screen was worn through an area of the display. Analysis could not confirm the display was lagging. Analysis also noted that the backup-battery was completely discharged and would no longer charge. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmers touch screen was misaligned despite multiple attempts to calibrate it. The programmers screen was also lagging when selecting programming and completing device testing. There was no patient involvement.